Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a leak at the valve stem. There is no report of death, injury or delay in treatment, and no patient involvement was reported. The vac pac device has been reported to have been purchased three or more years ago and has been destroyed at the user facility.